Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the inner sterile packaging was found to be cracked when opened. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. As part of the review it identified that there are adequate controls in place that require each unit that is packaged to be visual inspected for damaged containers. This lot had all passed the visual inspection and no containers were identified as been damaged. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging identified that there was severe crack located in the same location on both the inner and outer cavities. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.